Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has expired. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. Information provided stated that the patient has undergone a procedure for gangrene and was in constant pain. The patient was released home with hospice care. No additional information was reported.

Event description:
New information stated that the patient was severely debilitated by peripheral vascular issues. He developed severe gangrene requiring above knee amputation of left leg. He was discharged home with hospice care and continued to decline to the point that he could not eat or make any attempt at mobility. According to the physician, it does not appear that his death was in any way related to the device.